Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt stated she is trying to get a hold of rep. The pt has an appt tomorrow with healthcare provider (hcp) with @ 10:45am and wants rep to come for programming. Pt stated she is in so much pain for the past 3 months she can't even walk. Pt stated the ins is not working at all for her pt stated post implant it worked for a little while but now it is not. Pt wants the ins removed and replaced with another implant. Pt wants rep to call her. Additional information from the patient indicated that the hcp replaced the ins because it was not working.